Event description:
It was reported to st. Jude medical that during a follow-up, upon interrogation of the device, a message "detection of an arrhythmia is on-going, the selected communication is currently unavailable, please try again when the rate is below detection criteria." The physician verified that the device egms and external monitor showed no arrhythmia. The device was interrogated with another programmer but the same message appeared. The pt was admitted to the hospital while the ram map for the device was analyzed. Although the ram map was determined to be within specification, the decision was made to replace the ICD.